Event description:
Patient reported left side ¿rupture, seroma, itchiness and skin inflammation¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on posterior, brown particles on the shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as surgical impact. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; seroma - late.